Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08780 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they hospitalized on (B)(6) 2020 as they were experiencing high blood glucose level 417 mg/dl. Customer was using insulin pump within 48 hours of reported event. Customer was treated by manual injection. Insulin pump was not on auto mode. Device will be returned for analysis.